Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received multiple inappropriate shocks for an atrial driven arrhythmia. An error code was displayed as well as shock impedance measurements of 125 ohms. The patient underwent non-invasive programmed stimulation (nips) testing. The system will continue to be monitored. There were no additional adverse patient effects reported.

Event description:
Additional information was received indicating this device and implantable defibrillation lead were replaced. The device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.